Event description:
The patient had an implantation of a medtronic kappa single chamber pacemaker system approximately 7.5 years ago. Her device reached eri two months ago and she is currently pacing at 65 bpm without rate responsiveness. The patient and her family believe that her current fatigue is related to these changes in her device, and as she is pacemaker dependent with a device that is near end-of-life, we had recommended she have a pacemaker generator change as soon as possible. This was going to be scheduled as an outpatient procedure, but due to a 4 second pause a few days ago, it was moved up to the following day. Unfortunately, the procedure was cancelled due to a high inr and an external temporary pacer was placed instead. We do not, at the current time, have a good explanation for the pause noted on telemetry, as her device has not reached eol, and it is very uncommon for a device to pause when at eri with the settings noted above. There does not appear to be any problem with the lead, but it will be checked during the generator change as well. The patient underwent generator change and had another generator implanted. There were no patient complications due to the pacemaker.